Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and clinical signs were observed. The c-ring was transected. The scope was tubing and the c-ring remained attached to the cannula due to the presence of the retention rib. There were no missing components observed on the c-ring. The plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester irrigated the scope to clear it and noted that it was not hitting the proper spot. While adjusting the c-ring harvester noticed it was broken into two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester irrigated the scope to clear it and noted that it was not hitting the proper spot. While adjusting the c-ring harvester noticed it was broken into two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.